Event description:
During use of the device for endoscopic saphenous vein harvesting procedure, the user increased the power output to 35 w, resulting in some thermal spread to the vein itself. The user removed the damaged segment of the harvested vein, and was able to use the remainder of the vein as a graft. The user reported the surgical procedure was completed successfully and there was not adverse consequence to the pt as a result of this event.

Manufacturer narrative:
Evaluation in progress, but no yet concluded.